Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a customer could not secure the connection between a transfer set and a titanium adapter. The reporter stated that the patient adapter spun around without getting properly engaged. The titanium adapter was reported to still be in use with no issues. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted on lot number h13g23051, and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation of the actual device was completed. Visual (with the naked eye) and microscopic inspection identified a deformed and damaged patient adapter. Marks were also noted on the outside of the luer, indicative of tool use. Leak (underwater), clear passage, integrity of seal surface, and clamp function testing were performed with no issues noted. It was unable to be determined whether the damaged patient adapter caused the reported connection issue. The cause of the damaged patient adapter was determined to a connection assistance device issue. Should additional relevant information become available, a follow up report will be submitted.